Event description:
It was reported that an ilet user experienced persistent beeping due to uncleared device alerts while blood glucose was elevated to 295 mg/dl; the user acknowledged and dismissed the alerts during the call, which resolved the beeping. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond user education, and no hospitalization. Investigation included troubleshooting with the user and education on acknowledging and dismissing alerts. Investigation of this case revealed that the device functioned as designed and that repeated alarms occurred because alerts were not acknowledged by the user. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unacknowledged alerts. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.